Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that he was hospitalized on (B)(6) 2024 due to high blood glucose level. The current blood glucose level was 251 mg/dl and reported a blood glucose level over 400 mg/dl at the time of hospitalization. The patient had significant events of no appetite shaky and difficulty in breathing at the time of event. No further information was available